Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources which resulted in the pump shutting down. The customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.